Event description:
It was reported that the pt underwent a surgical procedure using posterior fixation at l3, l4 and s1 and a crosslink at l5 approximately three years ago. Some weeks ago it was reported that the pt fell down while playing soccer and the screws broke at s1. One screw was broken in the bone and the other is broken close to the bolt. A revision surgery is planned, but has not been conducted to date.

Manufacturer narrative:
(B)(4). Evaluation of radiographic images show pedicle fixation l3, l4, and s1. Images indicate fracture of s1 screws. A review of the device history records for this device was not possible without additional device information. The device remains implanted and was not available for return to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.